Event description:
Treatment of two aneurysms located in the supraclinoid segment and one aneurysm located in the cavernous segment of the right ica (internal carotid artery). On (B)(6) 2013, the patient underwent pipeline embolization treatment involving two pipelines. During the procedure, the first pipeline (4.75mm x 30mm) was positioned under the ica bifurcation. Approximately 2/5th of the pipeline was pushed out of the catheter, but the pipeline did not open. The pipeline was retracted into the catheter and then pushed out again, but it still could not be opened. The entire system (pipeline, delivery wire, and catheter) was removed from the patient. The second pipeline (5.00mm x 30mm) was then advanced to the ica bifurcation. The catheter was pulled back and only 2/5th of the pipeline opened. The distal segment could not be opened. After failed attempts to open the pipeline by manipulating the catheter, the entire system (pipeline, delivery wire, and catheter) was removed from the patient. A control angiography showed the cerebral vessels functioning normally. Extravasal spreading of contrast was not seen and there was little vasospasm of the ica. The patient was started on vascular therapy and the procedure was completed. Same event as MDR 2029214-2013-01001.

Manufacturer narrative:
The device involved in the event has not been returned for evaluation. (B)(4).

Manufacturer narrative:
The clinical observation could not be confirmed. The catheter, pushwire and device (pipeline) were returned for evaluation. As received, the pushwire was found outside of catheter and the pipeline was not attached to pushwire. The pipeline was found fully open with damaged braid. The pushwire appeared to be kinked at approximately 12.0 cm from the proximal end. The catheter body was found kinked at approximately 4.0 cm and 7.0 cm from the distal tip and flattened at approximately 21.0 from the distal tip for length of 6.0 cm. The cause for braid damage to the device and kinked pushwire and catheter could not be definitively determined. All products are 100% inspected for damage and irregularities during manufacture. The lot history records of the reported lot numbers have been reviewed and no quality issues were noted.